Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented to the emergency room feeling symptomatic. Upon interrogation, the right ventricular lead exhibited loss of capture. The device was reprogrammed and capture was restored. No additional information was available at this time.

Manufacturer narrative:
(B)(4).